Manufacturer narrative:
The customer was sent a replacement faceplate. In follow up with a medela clinician on 4/9/2017, the customer stated she was treated for mastitis by her doctor with antibiotics and is on the mend. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer contacted customer service on (B)(6) 2017, she stated she was experiencing low suction with her pump in style starter breast pump.